Event description:
As reported, a valved PICC was placed in the pt's left arm, basilic vein on (B)(6) 2011. The tech sutured down the device wings. When "oozing" at the entry site was noted that same day, the decision was made to remove the PICC and the tech cut the stitches. The catheter then fractured just distal to the suture wing. A vascular surgeon was called in to do a vein cut-down, but the catheter could not be grasped - it migrated to the right atrium. It was removed in the cardiac cath lab by entering the right femoral artery and removing it with a snare. There were no complications to the pt. The used device is being retained by the hospital, however, a photograph was provided.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2011, navilyst medical complaint report was reviewed for the product family of xcela pasv PICC and the failure mode of "catheter fractured." No adverse trends were identified. Although no sample was returned by the hospital, a photo of the device was provided. Based on the picture provided, the complaint is confirmed for a catheter fracture. The picture of the complaint sample shows a clean cut of the entire catheter tubing just distal to the suture wing. Based on the details of the event, and the picture supplied, a possible root cause may be that the end user nicked or cut the catheter tubing with a sharp instrument during PICC removal. However, without receiving a sample for evaluation, we cannot definitively determine a root cause for this event. The directions for use packaged with the PICC device include cautions to "not use sharp instruments near the extension tubes or catheter shaft, " and to "not use scissors to remove the dressing, as this may possibly cut or damage the catheter."navilyst medical process controls for this device includes 100% visual inspection, occlusion testing, and leak testing to verify proper assembly. (B)(4).